Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. Per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during use during therapy. The baxter technical representative (tsr) explained the alarm to the home patient (hp). The tsr had the hp cycle power and the se did not repeat. During trouble shooting, the tsr documented that the hp had disconnected prior to the alarm and then the hp reconnected. There was no patient injury or medical intervention indicated at the time of the initial report. The writer contacted the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2011 regarding the home patient (hp) having the system error (se) 2240. The pd rn was not aware of any alarms. The hp had not contacted the pd rn regarding any problems. The writer advised the pd rn to follow up with the hp regarding the proper procedure for therapy and retraining for the hp for therapy. No further information was provided. There was no injury or medical intervention reported.